Event description:
Caller alleged discrepant results compared with the lab. Per test "one 13 yrs old gave consistent high inr readings for 2 days and was sent to the hospital for intervention. But the stst inr at the hospital came back therapeutic and cancelled the vit k shot". Results were not provided by the caller.

Manufacturer narrative:
Caller alleged discrepant results compared with the lab. Per test "one gave consistent high inr readings for 2 days and was sent to the hospital for intervention. But the stst inr at the hospital came back therapeutic and cancelled the vit k shot". Results were not provided by the caller. Products will be tested when returned.